Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as damage of parts due to wear, deterioration, deformation, some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, chipped adhesive on bending section cover was found. The most likely cause or probable cause of the reportable malfunction is stress. There was no patient involvement.